Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture, high out of range impedance measurements and noisy signals. A lead fracture was determined to be the cause of the signal issues, though it was not visible by x-ray imaging. This device was successfully explanted and replaced. This device is expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned lead was analyzed. Visual inspection of the lead noted both the internal and the external insulation was abraded through to the conductor coil. Microscopic evaluation indicated that the insulation damage was caused by localized compressive stress on the insulation surface. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle/first-rib region.

Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture, high out of range impedance measurements and noisy signals. A lead fracture was determined to be the cause of the signal issues, though it was not visible by x-ray imaging. This device was successfully explanted and replaced. This device is expected to be returned for analysis. No additional adverse patient effects were reported.